Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The sensor was returned without the insertion needle, unable to confirm the insertion needle complaint.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor had triggered the threshold suspend when customer's sensor glucose was 54 mg/dl and blood glucose was 148 mg/dl. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.